Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced a raised troponin myocardial infarction (mi). The patient presented due to silent ischemia. The 80% stenosed and 25mm long target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 3mm. The target lesion was treated with direct stent placement using a 3.0x32mm taxus element stent, resulting in 0% residual stenosis following post-dilation. The following day prior to discharge, the patient experienced elevated troponin values and experienced an mi without ischemic symptoms. There was no report of stent thrombosis or abrupt closure. No action was taken to treat this event and the patient was discharged on aspirin and clopidogrel.